Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having fluctuating blood glucose readings since (B)(6) 2017. The customer stated that they are still in the middle of adjusting the settings of the insulin pump and this is what¿s causing the high and low blood glucose readings. The customer declined troubleshooting. The customer stated that the low blood glucose reading was as low as 60 mg/dl and the high blood glucose reading was as high as 567 mg/dl. The customer contacted their doctor who will be adjusting the customer¿s insulin pump settings. The customer¿s blood glucose was 281 mg/dl at the time of the phone call. The insulin pump will not be returned for analysis.